Manufacturer narrative:
No product will be returned per customer. The root cause of this failure was not identified.

Event description:
The customer reported an infusion of bumetanide 1mg/ml, 100ml was initiated at 1029:55 at 10ml/hr. The nurse responded to an infusion complete alarm at approximately 1130 and noted the bag was empty. The physician was called and no medical intervention was required; there was no harm to the patient and no lasting effects. The preliminary log review done on-site showed a rate change that occurred 30 seconds after the start of the infusion; the clinician in attendance has denied making any rate change. Although the customer initially requested a log review to confirm the programming of this medication, they have subsequently refused an investigation at this time.